Event description:
It was reported to vyaire medical that the rt left a sticky note on the bellavista1000 us that just said internal air leak. Patient involvement is unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, biomed tested the unit with his gold standard and found no issues. Received logs and confirmed signs of alarm 151 and 224 in the logs however did not see any other alarms. After removing the back cover of the unit, leak sound is heard. Biomed informed that the leak occurs when connected to o2 and the vent is running. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is unknown. No further investigation planned since this is the first case so far. As a resolution, vyaire ts recommended life block replacement. Customer ordered new life block.